Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under 0001825034-2021-00163.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown femoral component catalog #: ni lot #: ni, unknown. Tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision of the articular surface following knee arthroplasty. A posterior stabilized articular surface was not available to be used, so the surgeon utilized an anterior stabilized articular surface. Attempts have been made, however, no additional information is available at this time.